Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device and event information. Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation with the system. As a result, the entire system was explanted on an unknown date in 2020.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.